Event description:
On 3/26/97 at 1:19 p.m., a glucose result of 385 mg/dl was obtained on a pt. This result was reported to the nurses station. A repeat specimen produced a result of 1068 mg/dl. The 385 mg/dl result is believed to be erroneous. No pt action was taken as a result of the 385 mg/dl valve. The pt was given 10 units of insulin earlier in the day, prior to the 1:19 p.m. Specimen collection. While the pt did die on 3/27/97 of renal failure, the laboratory noted it was not due in any way to the 385 mg/dl result.